Manufacturer narrative:
The device was returned to olympus for investigation. The investigation revealed multiple non-olympus repairs and parts of the scope. It was determined that the control cover, light guide tube, electrical connector pins, insertion tube and nozzle were non-olympus parts. A variety of testing was conducted, however olympus was unable to draw a conclusion as to the cause of the incident. Further investigation will be conducted, if there is any significant additional investigation, a report will be provided to the FDA.

Event description:
The hospital reported the doctor was shocked by the unit during a procedure. The device was switched out with another similar device and the doctor completed the procedure without further incident. The doctor sustained no additional effects or visible injury as a result of the shock.